Event description:
It was reported to philips that the system's flexvision computer was unable to boot, giving an alert indicating low dose fluoroscopy only. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, a non-emergency neurovascular treatment was completed after restarting the system. A philips remote service engineer (rse) reviewed the log files and identified that the flexvision boot-up issue was attributed to a customer site power outage. The system was monitored for an extended period, and no further occurrences were reported. As a result, no additional services were required, and the system was restored to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a boot up issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable the codes have been updated based on the investigation's outcome.